Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failureadditional text: driveline fracturespecific component(s) involved: driveline malfunctionadditional text: driveline fractureother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): other interventions, specifyother intervention : driveline revisionimplant device type: lvadmalfunction device type: